Event description:
Customer reported that a patient presented with symptoms of redness and plus drainage 8 to 12 following facial surgery. The patient was prescribed antibiotics. Patient is fully recovered.

Manufacturer narrative:
Conclusion - a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.